Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula, which led to elevated blood glucose levels on (B)(6) 2026. The patient's blood glucose during the event was 363 mg/dl, and symptoms included dry mouth. No further information available.